Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 1997, a 27mm masters valve was implanted. On (B)(6) 2019, the valve was explanted due to hemolysis caused by paravalvular leak (pvl). The pvl was due to disruption of the patient's native mitral annulus. It is suspected that the issue is due to patient condition. No abnormalities were observed on the valve itself upon explant. The patient is in stable condition.

Manufacturer narrative:
Explant was reported due to hemolysis caused by paravalvular leak. The investigation found that the mechanical leaflets opened and closed completely and easily. The sewing cuff attached to the valve had no pannus or thrombus formation. White tissue was present on the pivot guard but did not impinge upon the leaflets. No acute inflammation was present. A detached piece of fabric, possibly a sewing cuff, was also received and contained pannus and calcifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported event could not be conclusively determined, however information from the field indicated that the paravalvular leak was due to disruption of the patient's native annulus.